Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v239, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient recently lost some weight and had no stimulation. They also had pain at the pocket, which was probably due to weight loss. Impedances were checked and it was found that electrode zero had impedance over 4,000. They programmed around that electrode, but it was noted that the issue was not resolved at the time of the report. It was reported that explant was scheduled for (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the circumstances leading to the lack of stimulation was unknown. The rep stated that nothing was disconnected at the battery end. The stimulation was uncomfortable after programming off of electrode 1. The physician cut the lead, not realizing that it would be helpful to have an intact lead for analysis. Both battery and lead had been discarded at the hospital. The physician revised the pocket and replaced the lead. No further complications were reported or anticipated.